Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, on assembly in sterile processing, a depth gauge does not slide. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection visual inspection of the returned device revealed the needle component was slightly bent in the middle. The needle component¿s proximal threads were exposed, indicating the needle component backed out of the slider component. It was also observed that the ball and spring components were missing. Functional testing the needle intermittently jammed when sliding through the body. No other functional issues were observed. The received condition agreed with the complaint description. The complaint was replicated with the returned device. Document/specification review no design issues were observed during review. Conclusion the complaint was confirmed with investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Although the device¿s overall dimensions were within specification, the bent condition of the needle component likely contributed to the jamming issue. A root cause of the issue could not be determined, however it¿s likely that the over 19 years of use and handling contributed to the device¿s received physical condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part number: 319.004 synthes lot number: a4ju348 release to warehouse date: 12-may-1999 manufacturing site: synthes brandywine no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.